Event description:
It was reported via repair work order that the brakes could be set, but would not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer did their own evaluation and repair.

Event description:
It was reported via repair work order that the brakes could be set, but would not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Based on multiple conversations with the user facility, there was no malfunction of a stryker device and the service report was most likely entered in error.